Event description:
It was reported that a dexcom g7 sensor initially failed to pair with the ilet, prompting the ilet to display connect cgm or enter bg for bg run mode; the user entered the pairing code and, after restarting the ilet, the sensor connected, consistent with an intermittent communication failure involving the antenna/electrical communication pathway between devices. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure and implicating the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.